Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the pump black box data indicated multiple cs 128-fe88 call service replace battery alarms following rewind attempts. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. The rewind step was attempted, and the replace battery alarm was duplicated. The sleep and idle current draws measured within specifications; other current draws could not be measured due to the interrupted prime steps. The pump case was removed and evidence of moisture ingress was found on the motor circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button cover was observed to be missing, and evidence of moisture ingress was found on the bolus button contact.